Event description:
It was reported during a radical prostatectomy the ez45 misfired. Another device was opened to complete the case. There was no consequence to the pt. The rep will follow up with the surgeon for more detail and verify the product number.